Manufacturer narrative:
See h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2022-01145; s-201106, s303-broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Patient presented with arthritis of the glenohumeral joint, it was decided to initiate surgery for a reverse total shoulder replacement. During surgery, the baseplate was implanted and the short 4 barrel drill guide was placed onto the baseplate during insertion of that instrument (8-201106), a portion of central screw of the drill guide broke off in the baseplate. After several attempts to remove the screw and the baseplate (about 25-30 minutes) it was determined to rely on the morse tapers on the glenosphere and forgo the retaining screw.